Event description:
It was initially reported that during the implant the placement of the catheter was difficult because the patient was fat but finally the implant was successful and the patient was fine after the implant with good analgesia. Several days later the patient reported that he had lost the strength in the legs had collapsed suddenly and could not move the legs; he did not feel anything from his waist to the fingers feet; had to probe to urinate because of loss of control. He was admitted; MRI noted spinal cord infarction. Currently the patient was paraplegic and in rehab, unknown if he had regained some mobility in his legs. The pump and the catheter were removed. It was further added that according to the doctor it was ruled out that the spinal cord infarction was caused by a problem with the device. Drugs delivered via the device were morphine 20mg/ml and bupivacaine 20mg/ml.

Manufacturer narrative:
Catheter model: 8709sc, lot# 0205638960, implanted: 2012-(B)(6), explanted: unk. (B)(4).